Event description:
Caller reported malfunction on pump with no prior notable events. There was no adverse impact to customer's blood glucose level. Customer had experienced at least three occurrences of the same malfunction. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.